Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the biometric identifier required maintenance. A technical support specialist (tss) dialed into station, referred to knowledge article (ka) bioid lumidigm update package 1.3 release for es failure recovery fix, and rebooted the station prior to deployment. The remote support service (rss) package 10000454953-00 es lumidigm bio ID 9.6.41540 update package v1.3.0 (build 13) was successfully applied. The tss confirmed that the lumidigm bioid reader was detected, verified in device manager that the latest driver was already installed, and checked that the lumidigm device service (lumidvcsvc) and senginecore.exe were running. The biometric identifier functionality was restored, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue where the biometric identifier required maintenance. The customer was unable to use the biometric identifier (bio ID) to log in, and when attempting to log in, the system displayed an error. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.